Event description:
On (B)(6) 2010, patient reports the top of the piston rod broke off. This occurred during cartridge change. The infusion device was not dropped and had no insulin or water ingress. The patient did not require assistance from a health care professional or second party to address the issue. No physiological effects were reported. Infusion device was replaced and requested to be returned for eval.